Event description:
It was reported that the patient's generator spontaneously reset its output current and magnet output current to 0 ma. Per reporter, the patient has had increased seizures recently likely due to receiving no therapy. It is unknown whether the seizure level is above or below pre-vns baseline. Attempts for further information have been unsuccessful to date. Products have been requested, but have not been returned to manufacturer to date.